Manufacturer narrative:
Analysis received the unit with high stop current. However, the unit passed the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests. There was no motor error alarm noted. The motor was tested outside of the device and passed the motor test.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a low battery alarm and a motor error alarm. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.